Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during routine maintenance, an 840 ventilator generated error codes which rendered the ventilator in an inoperable condition. The ventilator was not in use on a patient at the time of the event. A service engineer inspected the device and replaced the breath delivery central processing unit (cpu) printed circuit board (pcb). The unit passed testing and operated within the manufacturing specifications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an, 840 ventilator generated error codes which rendered the ventilator inoperable condition. The ventilator was not in use on a patient at the time the event occurred. The evaluation and repair of the device has not been completed.